Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There can be several root causes of leaflet thickening. Leaflet thickening may cause the valve leaflets not functioning as intended leading to regurgitation or stenosis. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that 27mm 3300tfx valve implanted for three years was explanted due to thickened leaflets and mild-to-moderate ai. A 27mm 8300ab valve was implanted in replacement. The patient was discharged home in stable condition on pod #8. Per medical records, the patient underwent an avr with a 27mm 3300tfx and mvr with a 33mm 7300tfx valve. Three years later, the patient developed bacterial endocarditis and was successfully treated with IV antibiotics. Soon later, the patient presented with moderate mr and mild-to-moderate ai. The patient underwent a redo avr with a 27mm 8300ab valve and mvr with a 31mm 7300tfx valve. The patient was separated from cbp without difficulty. The patient was discharged home in stable condition on pod #8.

Manufacturer narrative:
Reference CAPA-20-00141.